Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Visual inspection of returned material revealed no discrepancies or discernible damage. Unit generated no software warnings or errors. The unit powered on successfully with return right ang ext cable and return power supply connected directly to each other. Unit stayed powered on with no power outage. Patient data backup was performed successfully with returned gsm modem. Unit passed all portions of diagnostic test. The cause of the reported event remains unknown as visual inspection did not reveal damage to the returned device and accessories. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.